Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contraction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade iii/IV and rupture.

Event description:
Healthcare provider reported a bilateral -side capsular contraction baker grade iii/IV and a left- side rupture. This record is for the left side. The device remains implanted.

Event description:
Healthcare provider reported a bilateral -side capsular contraction baker grade iii/IV, a left- side rupture and "lake periprosthetic fluid collection", left side "a reasonable amount of brown fluid which emerged upon making that incision", and "meticulous hemostasis was secured but there was just a diffuse serous ooze" . This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation analysis of the returned device identified the weight the device within specification, cloudy in the gel, brown biological tissue, calcification, crease fold, wear abrasion and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The unit is not rupture.

Event description:
Healthcare professional reported there was no rupture on the left side implant.